Event description:
The pump was returned to the manufacturer. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The pump underwent routine analysis.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance - motor gear shaft wear.